Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, erroneous results-high calcium were seen in 197 samples. Repeat sampling and testing does not confirm the high calcium results. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. A total of 100 retained samples were visually examined, and no additive defects were observed. Additionally, six retained samples were sent for clinical evaluation, and there was no evidence of defects in the DHR associated with the implicated lot. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, erroneous results-calcium, because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unconfirmed for erroneous results-calcium. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, erroneous results-high calcium were seen in 197 samples. Repeat sampling and testing does not confirm the high calcium results. No adverse impact was reported regarding the patient or user.